Event description:
A surgeon reported that a pt was implanted with an intraocular lens (iol) in the left eye (os). At the first year follow-up visit, the surgeon found that the refractive outcome was not as expected. The refraction was +0,25d sph, instead the intended refraction of -0,85d. There have been no visual complaints from the pt. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough info was provided from the account for further investigation. (B)(4).